Manufacturer narrative:
Concomitant medical devices: product ID :37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient's implant was showing off. They were able to troubleshoot and get the implant turned on. The patient was stiff/frozen. Further follow-up was being conducted to determine what further troubleshooting was performed and what the cause was of the ins being turned off.

Event description:
Additional information received from a health care professional (hcp) reported the consumer was able to check the bilateral deep brain stimulator (dbs) device and found that the left implantable neurostimulator (ins) was off. By using the patient programmer, they were able to turn the device on. It was unknown what caused the ins to turn off. The patient had an appointment scheduled with their hcp for (B)(6) 2016. Additional information received ten days later from the hcp reported they were not certain of the reason the device was turned off. The consumer successfully turned the device on.